Manufacturer narrative:
Reporter provided invalid catolog number of 3055.

Event description:
It was reported that a jelco® protectiv® safety i.v. Catheter split in half while being inserted into the patient's arm. The needle and catheter were removed from the patient's arm, both intact. The catheter was checked prior to insertion and appeared to have no issues. No injury was reported.